Event description:
Approx two hours into a dialysis treatment on a phoenix machine, with software version: 3.34 and a polyflux 24r dialyzer and cartridge blood tubing set the machine generated a "blood leak detected" alarm and the dialyzer tested positive for hemoglobin at the drain. Twenty minutes later the pt began to complain of abdominal pain, coughed up 10-30 ml of bright red blood, became unresponsive and went into respiratory arrest requiring cardio-pulmonary resuscitation. The pt was hospitalized and diagnosed with hemolysis of unk etiology. The pt was discharged from the hosp and continues dialysis at the chronic clinic. The facility's biomedical tech inspected the phoenix monitor and found it to be operating within MFR's spec. The phoenix machine remains in use with no further incidents.